Event description:
I have a philips respironics dreamstation CPAP machine for my sleep apnea. First, it has been recalled and the manufacturer will not provide an estimate for replacement. Second, the machine randomly starts beeping and then shuts down multiple times per night which adversely affects my breathing, causes me to snore and start choking, and is dangerous to my health. I opened a ticket with philips and they escalated it. They said someone should call within 2 weeks but if they don't then call back. I can't wait 2 weeks, I cannot breathe while I am sleeping. I called the dme supplier, (B)(4). They said because the machine is being recalled, their technical support/repair department will not repair it. They have no loaners or replacement machines in stock. I have called 2 other CPAP suppliers in (B)(4) and neither of them have any CPAP machines in stock that I can purchase; they are all back ordered and their is no estimate. This is absurd and ridiculous. This is a life-saving medical device that I am required to use because I cannot breathe on my own at night and all I am getting is a runaround, obstacles, and dead-ends. Philips has said that they would begin replacing the units in september 2021 and it could take up to a year. A year for CPAP machine replacements for people who cannot breath? I don't want to exaggerate but this is really a matter of life or death. A sleep study result indicated that I stop breathing multiple times per minute during sleep. The machine is a necessity for my health, sleep, oxygen, and breathing. It is unacceptable that a medical device company does not care about the health and well-being of its customers or the quality of its products and does not stand by them. Nor does the company provide alternatives or solutions to defects, at least not in any timely manner. How can someone who can't breathe be expected to wait 2 weeks, 2 months, 6 months, a year for a replacement product? How can someone who can't breath be told that no one will come out to repair or troubleshoot the device just because it's on a recall list? I have run out of options and suggestions. Something needs to be done about this. I need a new or replacement sleep apnea/CPAP machine asap and no one can help me and no one really seems to care, especially the manufacturer, philips respironics. FDA safety report ID # (B)(4).